Manufacturer narrative:
(B)(4). Date sent; 12/17/2025. Corrected data: d4 UDI#. A manufacturing record evaluation was performed for the finished device lot number 30246, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 11/12/2025. D4 batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: received information and medical records indicating the second device was found to be partially eroded during an egd. An attempt was made to remove the device but was unsuccessful and the patient will be scheduled for surgical removal. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a lxmc17 lot 30246 was implanted on (B)(6) 2024. The device has eroded. An attempt was made to remove the device on (B)(6) 2025 but was unsuccessful.

Manufacturer narrative:
(B)(4). Date sent: 11/13/2025. Corrected data : d6a. Additional information received; male 36 years old. Chest pain. Egd performed. Attempted surgical removal performed but failed.